Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 52 mg/dl; the cause was unknown. The customer consumed carbohydrates to address blood glucose. Customer alleged the control iq software did not function as intended; however, upon review it was found that the control iq feature was working as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.